Event description:
The user facility reported that a 3080 surgical table dropped during a procedure and at the conclusion of the procedure, the table moved to the trendelenburg position without being directed by the user. No injuries were reported nor were procedures delayed or cancelled.

Manufacturer narrative:
A steris service technician inspected the table and could not duplicate the reported table movements. He did find that the cover over the auxiliary table controls was missing one of two retaining pins and as a result the cover was not protecting auxiliary override control switches from inadvertent user activation. In addition, the remaining cover retaining pin was projecting into the area of the auxiliary override control toggle switches. Cracks and damage to the column shroud cap assembly were also observed. The service technician repaired the table, tested it for correct functioning and returned the table to service.